Event description:
Treatment of a paraophthalmic aneurysm on the left ica. It was reported after the pipeline was deployed, the pushwire broke off while it was being withdrawn. The broken segment remained in the patient. Post procedure, it was reported the patient has subarachnoid hemorrhage and subsequently expired.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).